Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date, (B)(6) 2022, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 06/07/2020. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure, performed on an unknown date. Approximately three months after the procedure, the patient developed a big rectal ulcer. The patient also experienced bleeding that was treated with cauterization. Boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts.